Manufacturer narrative:
A spacelabs technical support engineer remotely connected and found the channels in a pending status. Tech support manually detuned the channels and the biomed was able to readmit the patients. Cause of failure was not established.

Event description:
The customer reported that they lost the ability to monitor three telemetry channels. There was no patient or user harm associated with this event.